Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the vitreous prolapsed during lens insertion. The capsule was not intact. The surgeon implanted a backup lens in order to complete the procedure. Additional information has been requested, but has not been received.

Manufacturer narrative:
Based on the updated medical assessment, this serious injury has been deemed unrelated to the device. The issue was most likely attributed to the patient's condition. Based on the available information, this event is no longer reportable.

Event description:
Additional information received indicated that an unplanned vitrectomy was performed due to the capsule break. The patient had pre-existing glaucoma, blurry vision and a glare due to cataract. In the physician''s opinion, the most likely cause of the event is patient anatomy/ weak capsule. The current patient''s prognosis is good, as no additional treatment is needed.